Event description:
It was reported that during a laparoscopic supracervical hysterectomy, the active blade broke off. The blade fell into the patient and was removed by the grasper through the trocar. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis showed that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequently activations may increase damage severity and result in blade "lockout" later in procedure, and continued usage can result in the broken blade. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.